Manufacturer narrative:
(B)(4).

Event description:
It was reported that the green suture on the endobutton cl ultra 20mm snapped while pulling through the femoral tunnel. All sutures were removed, however the defective endobutton was not removed from the patient. A second endobutton of the same size was used to complete the procedure. There was a delay of approximately 30min to the case.

Manufacturer narrative:
Device investigation narrative - examination was not possible, as the device will not be returned. Without the return of the device in question a root cause for this incident cannot be determined. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints of this nature have been filed. No abnormalities were reported with this product during manufacture. Further investigation is not warranted at this time. Evaluation codes updated to indicate that manufacturing review was performed. UDI number has not been assigned. (B)(4).